Manufacturer narrative:
(B)(4). B5 manufacturer's narrative - correction. E1 initial reporter state - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data - additional.

Event description:
The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 08/10/2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when paramedic checked her bg. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).